Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-03475 and 2134265-2017-04075. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion located in moderately tortuous, mid left anterior descending (m-lad) artery. An 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled would not auto pullback.. Imaging was possible however it was able to generate long axis image but it could not be moved on the sled. A possibility of mdu5+ sled motor failure. No patient complications were reported.